Event description:
Additional information was received from the patient. They reported that no actions are planned for now as of (B)(6) 2021. They are meeting with the hcp on (B)(6) 2021. Device removal is not planned and the issue is not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot#: v556132, implanted: (B)(6) 2011, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot# v556132, implanted: (B)(6) 2011, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v556132, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 30-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. The caller stated that for the last 3 to 6 months, the device has not been controlling their symptoms and they were getting up every hour to two hours in the middle of the night. Caller stated that they met with the manufacturer representative (rep) about 3 months before october and the rep changed the program. That was working for awhile, but then that setting stopped controlling their symptoms again. Due to that issue they met with the rep again about a month ago and the rep decided to turn stimulation off to see if the caller could see a difference in their symptoms. Caller stated that they have seen no change in their therapy issues with the device off, except recently they have more issues with urgency and leakage. Caller stated that they told the doctor that it has changed positions. Not where I have the s stimulator actually installed, its the other part, but all they say is that it works. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.